Event description:
The report from the affiliate indicated that approximately seven months after implantation of a cypher 3.0x13mm stent to treat a restenosis of another previously implanted cypher stent, coronary angiography during the follow-up period was done. A new 90% restenosis was observed (adverse event -ae#2). The lesion was reported to be in the same location as the previous restenosis. Two (2) days later the restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) with a 3.0x10mm balloon at 16 atm of unknown duration. The residual stenosis was 0%. The physician's comment regarding the probable cause of the event was that it might be due to the patient's medical history but an exact cause was unknown.

Event description:
The patient was included in a clinical study (B)(4). The report from the affiliate indicated that approximately seven months after implantation of a cypher 3.0 x 13 mm stent to treat a restenosis of another previously implanted cypher stent, coronary angiography during the follow-up period was done. A new 90% restenosis was observed (adverse event (B)(4)). The lesion was reported to be in the same location as the previous restenosis. Two (2) days later the restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) with a 3.0 x 10 mm balloon at 16 atm of unknown duration. The residual stenosis was 0%. The physician's comment regarding the probable cause of the event was that it might be due to the patient's medical history but an exact cause was unknown. Addendum: additional information received from the affiliate indicated that at the same time the restenosis was observed (adverse event/(B)(4)), ivus was conducted and stent strut fracture was noted in the same area. It is not known if the fracture was circumferential or partial. Upon further review of the file, a conservative approach will be taken to code restenosis and stent fracture in both stents implanted in the proximal circumflex artery. Since the stents were implanted one inside the other and procedural films were not available to determine which stent was fractured, both stents will be reported as fractured. Additionally, since the stent sizes were different (3.0x13mm implanted inside a 3.0x23mm) and since stent fracture has been recognized as a new potential mechanism of restenosis, both stents will be coded with restenosis. A supplemental MDR will be sent.

Event description:
The patient was included in a clinical study (B)(6). The report from the affiliate indicated that approximately seven months after implantation of a cypher 3.0 x 13 mm stent to treat a restenosis of another previously implanted cypher stent, coronary angiography during the follow-up period was done. A new 90% restenosis was observed (adverse event ae#2). The lesion was reported to be in the same location as the previous restenosis. Two (2) days later, the restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) with a 3.0 x 10 mm balloon at 16 atm of unknown duration. The residual stenosis was 0%. The physician's comment regarding the probable cause of the event was that it might be due to the patient's medical history but an exact cause was unknown. Addendum: additional information received from the affiliate indicated that at the same time the restenosis was observed (adverse event/ae above), ivus was conducted and stent strut fracture was noted in the same area. It is not known if the fracture was circumferential or partial. Addendum: additional information was received indication the patient expired approximately fifty-one months after the study index procedure due to a large bowel perforation. The patient was admitted to another hospital emergently due to the large bowel perforation, was treated and expired one month later. No autopsy was performed. No additional information is available. The physician's comment regarding the event is that it is non-cardiac due to the large bowel perforation and the relationship between the events and previously implanted cypher stents is unknown. No additional information is available. The ae of large bowel perforation/death was captured as a non-complaint.

Manufacturer narrative:
Addendum: additional information was received indication the patient expired approximately fifty-one months after the study index procedure due to a large bowel perforation. The patient was admitted to another hospital emergently due to the large bowel perforation, was treated and expired one month later. No autopsy was performed. No additional information is available. The physician¿s comment regarding the event is that it is non-cardiac due to the large bowel perforation and the relationship between the events and previously implanted cypher stents is unknown. No additional information is available. The ae of large bowel perforation/death was captured as a non-complaint. A radial approach was done for the elective index procedure. Two target lesions were treated. Lesion #1-1 was the proximal lad. The lesion was reported to be: de novo, eccentric, diffusely diseased, mildly calcified, a flexion lesion, ostial, a 65% stenosis, and type b2. The lesion was pre-dilated with a 2.5/15 mm balloon at 16 atm with an unknown inflation time. A cypher 3.0/23 mm stent was implanted at 20 atm for 15 sec. The stent was post-dilated with a with a 2.5/15 mm balloon at 24 atm with an unknown inflation time. The flow pre and post-procedure was timi 3. The residual stenosis was 17%. Lesion #1-2 was the proximal left anterior descending (lad) artery. The lesion was reported to be: de novo, eccentric, diffusely diseased, mildly calcified, a flexion lesion, ostial, a bifurcation lesion, a 60% stenosis, and type c. The lesion was pre-dilated with a 2.5/15 mm balloon at 12 atm with an unknown inflation time. A cypher 3.0/33 mm stent was implanted at 20 atm for 16-30 sec. An additional cypher 3.5/23 mm stent was implanted at 20 atm for 15 sec in overlapping fashion. The stent was post-dilated with a 3.0/15 mm balloon at 14 atm with an unknown inflation time. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. The patient was reported to be in stable condition and was discharged from the hospital. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report #9616099-2006-01315 and #9616099-2006-00341

Manufacturer narrative:
A radial approach was done for the elective index procedure. Two target lesions were treated. Lesion #1-1 was the proximal lad. The lesion was reported to be: de novo, eccentric, diffusely diseased, mildly calcified, a flexion lesion, ostial, a 65% stenosis, and type b2. The lesion was pre-dilated with a 2.5/15 mm balloon at 16 atm with an unknown inflation time. A cypher 3.0/23 mm stent was implanted at 20 atm for 15 sec. The stent was post-dilated with a with a 2.5/15 mm balloon at 24 atm with an unknown inflation time. The flow pre and post-procedure was timi 3. The residual stenosis was 17%. Lesion #1-2 was the proximal left anterior descending (lad) artery. The lesion was reported to be: de novo, eccentric, diffusely diseased, mildly calcified, a flexion lesion, ostial, a bifurcation lesion, a 60% stenosis, and type c. The lesion was pre-dilated with a 2.5/15 mm balloon at 12 atm with an unknown inflation time. A cypher 3.0/33 mm stent was implanted at 20 atm for 16-30 sec. An additional cypher 3.5/23 mm stent was implanted at 20 atm for 15 sec in overlapping fashion. The stent was post-dilated with a 3.0/15 mm balloon at 14 atm with an unknown inflation time. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. The patient was reported to be in stable condition and was discharged from the hospital. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report #9616099-2006-01315 and #9616099-2006-00341.

Manufacturer narrative:
Updated cc. Additional information from the (B)(6) study indicates that an (B)(6) female patient experienced recurrent restenosis and stent fracture post implantation of two cypher stents. Past medical history includes history of angina, hyperlipidaemia, pvd and diabetes. This patient's advanced age and risk factors present in the medical history put her at increased risk for mace. During the index procedure, a 3.0x23mm cypher was implanted at 20atm in the proximal circumflex. The rated burst pressure indicated in the IFU is 16 atmospheres. The residual % of stenosis was 17%. Additionally, a 3.0x33mm and a 3.5x23mm cypher were implanted at 20 atm and overlapping each other in the proximal lad. Medications prescribed at discharge included aspirin and ticlopidine. Approximately eight months later, a follow-up angiogram conducted revealed 61.5% restenosis in the 3.0x23mm cypher stent implanted in the proximal circumflex artery. This event was previously reported. Re-pci was conducted 23 days later to treat the isr with balloon angioplasty and the implantation of a 3.0x13mm cypher stent at 22 atm. Inside the previously implanted cypher stent. The rated burst pressure indicated in the IFU is 16 atmospheres. The residual % of stenosis was 0%. The cypher stents implanted in the proximal lad were patent and free of restenosis. At the same time, a de novo lesion was observed in the distal rca, a non-target vessel, with 75% stenosis. The distal rca lesion was treated with the implantation of 2.5x23mm cypher stent at 20 atm. The residual % of stenosis was 26%. The event was resolved and the patient was discharged. Approximately eight months after the re-pci, recurrent 90% restenosis was observed in the proximal circumflex and a stent fracture was visualized by ivus. It is unknown if the fracture was circumferential or partial. Procedural films are not available for review. To treat the restenosis, balloon angioplasty was conducted. The residual diameter stenosis measured 10%. At the six-month follow-up, no additional restenosis was observed. (B)(4): the device remains implanted in the patient and is not available for inspection. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot i1205008 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot i1205008. No non-conformance records were issued for this lot. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A DHR review was requested to norman noble inc. For part number: 98a7451, stent lot number: 4040481 and the results indicate that all stents shipped meets specified release requirements. (B)(4).restenosis is a potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. While not observed in the (B)(6) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Additionally, the IFU precautions indicate to not exceed rated burst pressure as indicated on the product label. Based on the information provided, there are possible patient factors (diabetes) vessel/lesion characteristics (overlapping stents) and procedural factors (exceeding rated burst pressure of deployment) that may have contributed to these events. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Additional investigation is ongoing. This is one of two products used for the same patient. Please reference MFR. Report #9616099-2006-01315 and #9616099-2006-00341.

Manufacturer narrative:
Index procedure: the patient was included in a clinical study. A radial approach was done for the elective index procedure. Two target lesions were treated. Lesion #1-1 was the proximal circumflex. The lesion was reported to be: de novo, eccentric, diffusely diseased, mildly calcified, a flexion lesion, ostial, a 65% stenosis, and type b2. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 16 atm with an unknown inflation time. A cypher 3.0x23mm stent was implanted at 20 atm for 15 sec. The stent was post-dilated with a 2.5x15mm balloon at 24 atm with an unknown inflation time. The flow pre and post-procedure was timi 3. The residual stenosis was 17%. Lesion #1-2 was the proximal left anterior descending (lad) artery. The lesion was reported to be: de novo, eccentric, diffusely diseased, mildly calcified, a flexion lesion, ostial, a bifurcation lesion, a 60% stenosis, and type c. The lesion was pre-dilated with a 2.5x15mm balloon at 12 atm with an unknown inflation time. A cypher 3.0x33mm stent was implanted at 20 atm for 16-30 sec. An additional cypher 3.5x23mm stent was implanted at 20 atm for 16-30 sec. An add'l cypher 3.5 x 23 mm stent was implanted at 20 atm for 15 sec in overlapping fashion. The stent was post-dilated with a 3.0x15mm balloon at 14 atm with an unknown inflation time. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. The patient was reported to be in stable condition and was discharged from the hospital. Adverse event (ae#1): approximately seven (7) months after the index procedure during the follow-up period, coronary angiography was conducted and the previously implanted cypher stent was found to have restenosed. The target lesion was the proximal circumflex artery. The restenotic lesion involved approximately one-third of the stented area from the proximal edge of the stent. The restenosis was reported to be a 61.5% stenosis. The restenosis was treated by ptca with a 2.5x15mm balloon at 14 atm with an unknown inflation time. An additional cypher 3.0x13mm stent was implanted at 14 atm for 20 sec inside the previously implanted stent. The patient had two additional cypher stents implanted during the index procedure in another vessel and these stents exhibited no restenosis. Please note that device (cjs13300, lot #i1205008) is distributed outside the united states; however it is simiar to the united states product cxs13300. The product is not available for evaluation and testing. This product was used to treat a restenosis of another product in the same patient. Please also refer to MFR. Report#9616099-2006-00341.